Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Since the valve implant duration is unknown, as a conservative approach, an implant duration both less than 5 years and greater than 5 years is being considered for the evaluation. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned upon review of a literature article that a patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to regurgitation and severe stenosis secondary to calcification. The patient presented initially with worsening dyspnea on exertion and chf. The tmvr procedure was performed with a 26mm 9600tfx transcatheter valve.